Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The olympus representative reported a pressure sensor offset adjustment involving a hight flow insufflation unit. The issue was found during service/maintenance of the device. There was no patient involvement.